Manufacturer narrative:
The patient's weight is unknown. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient plans to have their ipg explanted and replaced. The reason remains unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received/confirmed revealed the patient's ipg was explanted and replaced to address the issue of their ipg being depleted.